Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire system was explanted.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced abdominal and right rib pain since implant. Reportedly, turning stimulation off did not resolve the issue. As such, steroids and pain medications was prescribed by his physician on (B)(6) 2017 to no avail. Follow-up identified the epidural space is possibly too small for the lead therefore surgical intervention may be undertaken as the next course of action.